Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial(ra) lead had triggered a lead integrity alert (lia). The lead exhibited high impedance, and had sensing and thresholds that were outside acceptable ranges. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the atrial and the ventricular leads triggered warnings due to low impedances. Both leads remain in use and no patient complications have been reported as a result of this event.